Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and failure analysis did not replicate nor confirm the reported issue. The medium-large clip applier was placed on an in-house system and passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The medium-large clip applier also had dried residue around the cable grooves of the clamping pulley. The instrument passed the clip test. The instrument was fully functional. No product issue was identified. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close the clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained additional information. The correct event date should be (B)(6)2023. The central sterile department inspects all instruments prior to sterilization. There was no damage noted during inspection. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon used a backup instrument to complete the procedure. There are no video or photos. The patient demographic information is not available.